Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Occupation: attorney.

Event description:
Litigation alleges that the patient suffers from pain, soreness, and difficulty walking. Update 12/13/2012: pfs was received from legal, medical records were received from legal. Records indicate that the patient had a loose femoral stem and was infected. Records are available for further review. Update ad 14 may 2018: (B)(4) has been re-opened under (B)(4) due to the receipt of ppf and sticker sheets. In addition to what was previously reported, ppf alleges infection, loosening of the stem, metal wear, metallosis, and elevated metal ions. The patient harm, product experience code, unknown liner, unknown head, and the unknown stem were updated and added product code, lot number, account name, and surgeon. The alleges infection and loosening of the stem from the ppf was already reported.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision depuy synthesof 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: product complaint (B)(4). Investigation summary :no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.